Event description:
It was reported by an attorney that the patient underwent a gynecological procedure (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. Although it was not listed in the complaint, the medical records indicate that another mesh was also implanted on (B)(6) 2010.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, and recurrence. It was reported that patient underwent mesh revision on (B)(6) 2010 due to mesh exposure. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent vaginal vault suspension, cystocele repair, and paravaginal repairs due to anterior vaginal prolapse, vaginal vault prolapse, cystocele, intact vesical mucosa, bilateral efflux of dye-stained fluid, weakening of the pubocervical tissues, and foreshortened vagina. It was reported the patient underwent vaginal mesh revision and cystoscopy on (B)(6) 2010 due to anterior vaginal mesh exposure and intact vesical mucosa.